Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported that 11 months after the dental implant was installed in patient's mouth it was verified its non-osseointegration. Fourtyfive ncm of primary stability was achieved. No further information was provided.